Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in singapore): entered vtbi 50ml and machines start to run at 1045hrs. At 1200hrs, pain team came to review patient and they realized that the machine is running as 1mg/hr instead of bolus 1mg(maximum 10mg/hr). The pain team rectified the order and machine set as per order.

Manufacturer narrative:
Exemption number: e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report: (B)(4). Ased on the provided log files no flow deviation could not be traced. Because no sample was provided for investigation, a detailed investigation of the issue could not be performed. According to the customer description the wrong dose was entered. Therefore, we consider the complaint as not confirmed.